Event description:
A report has been received reporting a suspected allergic or hypersensitivity reaction to the dialyzer. The facility was contacted where add'l info has been received. This is a new pt to dialysis. The pt started dialysis when the pt reported a headache, nausea and dry heaves. The ultrafiltration was shut off. A verbal order was given to give the pt a 500 ml bolus of normal saline. The symptoms did not subside. Another order was given to decrease the dry weight and to try another dialyzer. The blood was returned to the pt along with another 500 ml of normal saline to a total of 1000 ml of saline. The pt was restarted with use of a new dialyzer and completed the treatment. Currently this pt receives dialysis with a different mfg brand of dialyzer without further incident. There is no sample.

Manufacturer narrative:
(B)(4).